Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the instrument had an unknown allegation. It did not happened in surgery. Additional information received; locking ring broke off and was lost on trial, did not happen in surgery, from our office set. The product was returned to depuy synthe for evaluation. Visual analysis of the returned device found signs of heavy usage and the outer surface of the drlc scr trl ln lip 32id 52od scratched. Additionally, the edge around the screw has broken with the screw and was returned for evaluation. However, the snap ring was not returned for evaluation. The device display signs of repetitive use, lot number was unable to be retrieved due to device worn condition. The observed conditions of the threaded insert and ring could be consistent with a component failure that was caused by over-tightening the threaded insert during used, and subsequently and unintentionally disassembling the snap ring from it. Scratches are consistent with other tools and hard edges coming in contact with the device. However, takin into account the aspect of the device, the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drlc scr trl ln lip 32id 52od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the worn condition h11 additional narrative: corrected: h3.

Event description:
It was reported that the instrument had an unknown allegation. It did not happened in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.